Event description:
Patient presented for IV infusion. During IV insertion, patient noted quite a bit of pain from stick forward. Blood return noted immediately and needle retracted, but patient developed a nickel-sized bruise with swelling noted. The rn pulled IV catheter opposed to flushing. Upon removal, the IV catheter is noted to be spliced approx. 5 mm from the end.